Event description:
It was reported that the customer received a motor error on his or her insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had intermittent failure that was not detected during our testing. The pump was received with a scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.